Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the patient feeling like they would get too much and then too little medication was not determined. The managing physician made a slight increase to the daily dose, and a slight increase in the total amount of boluses available to the patient. It was unknown if the issue was resolved. A granuloma had not been confirmed. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer's representative (rep). The patient was receiving 10mg/ml morphine at 2.0 89mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient had withdrawal symptoms. The patient feels like sometimes they get too much medication and sometimes too little medication. The rep interrogated the pump and gave the information to the ER physician and managing physician. The results of the log interrogation were unknown. The patient had a dye study and the healthcare professional (hcp) did not think the catheter was occluded. The rep reported that there was "pulsing" of the dye during the study and the hcp believed it was possibly a granuloma. The issue was not resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.